Event description:
This ra lead was implanted on (B)(6) 2016 and still remains implanted at this time. The ra lead safety switch has flicked to unipolar several times. Bipolar lead impedance is at >2000 ohms and the unipolar lead impedance is within acceptable range. The physician was dr. (B)(6) at (B)(6) hospital in australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).